Manufacturer narrative:
The oad was received without the original guide wire. The initial examination revealed a kinked strain relief and driveshaft as a result of the shipping/packaged condition of the device. The saline line and power cord had also been manually cut from the handle assembly. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft, did not reveal any damage that would have contributed to the reported event. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. The driveshaft exhibited dried adhered biological material proximal to and distal to the crown. Examination of the driveshaft and crown in this area did not reveal any damage that would have contributed to the biological material accumulation. The outside diameter of the crown and crown location on the driveshaft were measured and met the drawing specifications. The driveshaft and saline sheaths were also measured and met their respective drawing specifications. An in-house .014" test wire was advanced through the driveshaft with slight resistance noted at the crown location due to the accumulated biological material. The wire was not able to advanced past the kinked location of the driveshaft at the distal strain relief. The damaged section of the driveshaft (shipping damage) was destructively removed from the handle assembly to allow for functional testing. An in-house power cord was attached the handle assembly to allow for functional testing. An in-house .014" test wire was loaded through the handle assembly without resistance. The oad was then tested using an in-house saline pump and spun at low, medium and at high with no abnormalities observed. The top shell of the handle assembly was removed. During functional testing, the oad motor cable set was dowsed with fluid for approximately one minute with no abnormalities observed. The oad motor housing was then dowsed with fluid while spinning on high speed for approximately one minute with no abnormalities observed. At the conclusion of the failure analysis investigation the root cause of the no reflow event could not be determined. The device functioned as intended and was within specification. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was initially reported on (B)(6) 2014, that during a peripheral orbital atherectomy procedure, the device bogged down and stopped in the lesion. It was further reported to csi on (B)(6) 2014, that a persistant no reflow event had also occurred during the case. The target lesion was 80mm in length and was located in the proximal dorsalis pedis artery. The physician used a regalia crossing wire from an antegrade approach to access the lesion. The physician exchanged the regalia wire for a csi viperwire guide wire and advanced it across the lesion. The physician then used a csi 1.25 solid micro crown orbital atherectomy device (oad) to treat the lesion. About five seconds into the first run, the device bogged down in the lesion. The physician removed the device from the patient and it was noted that there was persistant no reflow. The physician resolved the issue via balloon angioplasty and then completed the intervention.